Event description:
The pt had an outlet obstruction. The device was placed for feeding purposes in 1999. The physician sent pt to the floor with specific instructions to feed jejunum and aspirate stomach. However, it was thought that possibly the opposite occurred and feedings went to the stomach. The catheter subsequently backed out into the peritoneum. Pt developed peritonitis and was taken to surgery in 1999. According to physician, surgery went well, but pt subsequently died on 9/20/1999.